Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer (lh 750) had a fluid leak. Customer reported that he was unable to isolate the source of the leak. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the disconnected tubing on the lh 750. Bec has no information on the location of the disconnected tubing. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).